Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 27dec2018 stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified 6 colony forming units(cfu) as comprising of the following 3 isolates: 5 - positive rods - aeromicrobium massiliense, 6 - negative coccobacilli - streptococcus species, 7 - positive cocci - micrococcus yunnanensis/luteus, study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 04jan2019. The duodenoscope was reprocessed and resampled in (B)(6) on (B)(6) 2019 resulting in no bacterial growth on (B)(6) 2019. Study number: (B)(6). The duodenoscope was inspected by pentax medical service on 06feb2019 and the following inspection findings were documented: unit tested all function pass, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test. The duodenoscope was delivered to the customer on 07feb2019.